Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 41 mg/dl. Customer was using insulin pump within 48 hours of reported event. Customer alleged that insulin pump was over delivering. Device will be returned for analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. Device was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. (B)(4).